Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the electrograms (egm) revealed there were two atrial paced beats with a different morphology from the rest. It was noted that there was potential intermittent loss of capture on the right atrial (ra) lead. The lead remains in use. No patient complications have been reported as a result of this event.